Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy pump, high pressure alarm was noted. It was also reported that the patient subsequently went to the emergency room. No further adverse effects were reported.